Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device¿s system board, blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, outlet side, dual limb cup, tubing-fio2, tubing- system board, tubing-blower chassis, tubing- low flow o2, cooling fans, cooling fan retainers, and muffler assembly were replaced due to contamination, which was not related to the malfunction/issue. The software was reinstalled and the unit was programmed.